Event description:
It was reported that the patient underwent a procedure with rod and screw implantation. Sometime post-op, it was discovered that a rod was broken. The reporter additionally stated "mobilization of means of synthesis." The patient required surgery and hospitalization. No further information is known at this time.

Manufacturer narrative:
Review of radiographic images show a complex scoliosis construct initially t12 to iliac creast. Right sided rod with acute angulation at l3 went on to fracture and revision was done. Iliac screws removed and capstone peek inserted at l5. Reinstrumentation completed.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.